Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure vision was defective, shakes was confirmed. However, reported failure changes color was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device unit was broken and stripes in image occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device unit was broken and therefore stripes in image occurred (vision defective). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastroscope had defective vision, ¿shakes¿ and changes color. There were no reports of patient harm.